Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported in a journal article that the patient underwent a laparoscopic hernia repair on unknown date between 2006 and 2009 and mesh was implanted in the abdominal cavity overlapping the hernia defect and total wound incision. The mesh was fixed with permanent tackers in an inner and an outer line using the double crown technique and no transfixation sutures were used. During the procedure, the defect and the hernia sack were left in situ, after reducing the protruding tissues and when necessary the abdominal wall was freed from adhesions and pre-peritoneal fatty tissue to ensure fixation to the dorsal fascias of the abdominal wall. Following the procedure, the patient possibly underwent a second operation for recurrent hernia, port site hernia or seroma within one year.